Event description:
During a zenkers diverticulum procedure, the device cut, but did not staple. The procedure was converted to an open procedure in order to stop the bleeding. Required addition suturing.